Event description:
Rptr alleged obtaining discrepant blood glucose results of 191 mg/dl, 123 mg/dl, 86 mg/dl back to back within 10 mins on the compact plus system. Rptr stated that at a different time, another comparative test of 85 mg/dl was performed back to back with a result of 390 mg/dl within 10 mins on the same system. Rptr stated he took 12 units of novolin after obtaining the 390 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.